Event description:
After surgery, rptr had severe shooting pains down both legs, back and right foot. Couldn't sit with legs down, or feet on floor. Had weakness in legs and many weeks of severe pain. Rptr has had several surgeries since the original surgery for nerve pain and damage.